Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm in zone for approx one month ago. Vessel morphology was reported as the proximal was 22 mm and distally it was 18 mm. Prior to the stent graft implantation the bilateral renal arteries and the sma were bypassed to the common iliac artery. It was reported that the (B)(4) was implanted first and it was implanted distally via the left femoral artery. A (B)(4) was implanted proximally. A type 1 endoleak was suspected. A (B)(4) was implanted proximal to the (B)(4); however, the endoleak remained. The physician decided the endoleak was a type 3 from the seam of the graft and implanted a (B)(4) inside the (B)(4), but the endoleak remained. The physician suspected a junctional type 3 endoleak and a (B)(4) was implanted in the junction area of the (B)(4) and (B)(4) (ref MFR # 2953200-2011-00383). Two weeks post implantation the endoleak was resolved, without further treatment. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (cause of type iii endoleak unk). Eval, conclusion: (cause of type iii endoleak unk).